Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring emergent food intervention to raise her blood glucose level. The consumer's blood glucose readings were low showing the device to be performing as intended. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips used in this event will not be returned for evaluation. The consumer declined replacement and will not be returning the meter and test strips in question.